Event description:
Collecting treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the delivery pusher was returned and confirmed the implant was detached. The implant was not available for evaluation. (B)(4).